Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited intermittent loss of capture. During a routine replacement procedure, it was noted that the lead was cracked. A new lead was successfully implanted.